Event description:
Pt underwent cystoscopy. During the procedure, surgeon used an open-ended catheter in pt's left ureter. The surgeon threaded the catheter through the scope. After using the catheter, he attempted to remove it, but had difficulty pulling it out through the scope. After pulling out the catheter, the pt's bladder was inspected. Two shavings were visualized from the catheter in the bladder. Both shavings were removed. Procedure completed.